Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having a huge problem all of a sudden with urge incontinence. They said they used to be able to sit on the couch and if they had to go they could hold it for a little while, but if they tried to move they would lose it, there was no control and they just started leaking. Patient reported they had tried playing with different leads and settings and it didn't seem to help. Patient reported they went to the urologist the week prior for a checkup and they had a bladder infection and they were put on antibiotics. They checked their device and it said it was at 98%. The patient did not have access to the patient programmer at the time of the call, they reported they were on program 2 at 1.1 volts. The patient was told to increase stimulation to a point where they felt it, but it didn't hurt. They were then told to monitor symptoms for a couple days to see if they improved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the sudden issue of urge incontinence was the patient¿s uti and the patient changing the program/intensity too frequently. The actions taken to resolve the sudden incontinence were that the patient was counseled on the use of the device, and antibiotics for the uti. The hcp reported the patient has had the one uti onset on (B)(6)2018. The uti cause, relation to underlying urinary dysfunction, and relation to the therapy were all noted to be not applicable. The hcp reported the actions taken to resolve the uti were that antibiotics were administered based on ¿cx and sensitivity.¿ no further complications were reported.